Event description:
The pt was admitted to the hospital in the evening of 2002 in full cardiac arrest and with blood sugar of 1600. The pt was in a coma. The pt was put on a ventilator and an insulin drip. Dialysis was discontinued. Two days later the pt was still on the ventilator and was unresponsive. The following day the pt remained in a coma and on the ventilator. Dialysis was resumed. The next day the pt expired.